Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Customer changed pump supplies to address the issue and resumed insulin delivery. The customer's blood glucose was 500 mg/dl at time of event. Elevated blood glucose was addressed with correction bolus via the pump.